Event description:
(B)(4).

Manufacturer narrative:
This follow-up MDR is being submitted as a result of a retrospective review of davol's MDR files. Outcomes attributed to adverse events: corrected field to specify required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
At this time, no conclusion can be made to the degree to which the mesh implant may have caused or contributed to the patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is identified in the adverse reaction section of the IFU as a known possible complication. The sample was requested for return, however at this time it is not known if the sample will be returned to davol for evaluation. If/when the sample is returned a follow-up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.